Manufacturer narrative:
B3- date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection and the reported failure was confirmed. The following reportable malfunctions were identified during the device evaluation: error 218 occurs. The fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. However, based on the results of the investigation, the cause of the reported malfunction was traced to video cable was broken, in addition the most probable for the fiber bonding in the outer tube area (distal end) was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic had a black screen/monitor. There were no reports of patient harm.